Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a repair of a recurrent right inguinal hernia on (B)(6) 2015 and mesh was implanted. It was reported that following the surgery the patient experienced persistent abdominal pain, urinary urgency, hematoma, chronic bowel problems, and recurrence of the bulging hernia with migration of the hernia mesh, and will undergo at least one other revision surgery. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/22/2018. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.